Manufacturer narrative:
One device was received for evaluation. The device had not been serviced before. The event history log confirmed the reported issue. Functional checks and visual tests were performed. The customer reported problem was verified by motor drive test. The worm coupling and worm gear were replaced. The old-style liquid crystal display (lcd) to new style and damaged bottom case were also replaced.

Event description:
It was reported that the device exhibited a motor rate error. There was unknown patient involvement.